Event description:
It was reported that the alarm 113 has occurred in an arctic sun device. Per follow up information received via mail on 30jan2026, a 113 alarm occurred during patient use, and the procedure was immediately continued using another standby device. Cooling malfunction was reported. They repaired the device and replaced a chiller pump. Per follow up information received via mail on 04feb2026, it was used on patient. However, as soon as the issue occurred, the device was replaced with another device, and the therapy was performed without delay. The patient¿s therapy was successfully completed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller pump. The arctic sun 5000 was evaluated. (Arctic sun 5000) 113 reduced water temperature control. During equipment testing, it was observed that the t4 temperature did not decrease as expected. The mixing pump was operating normally; however, the system water temperature failed to drop due to a malfunction in the chiller pump, and freezing was also identified in the piping of the chiller assembly. Based on these findings, and replacement of the chiller pump is required to restore proper cooling performance. Chiller pump was replaced. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Corrections: f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 113 has occurred in an arctic sun device. Per review of wo, no patient involvement. Per follow up information received via mail on 30jan2026, a 113 alarm occurred during patient use, and the procedure was immediately continued using another standby device. Cooling malfunction was reported. They repaired the device and replaced a chiller pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.